Event description:
The catheter was used for infusion of a liquid embolic material during embolization of an internal carotid artery. The embolization procedure proceeded normally. Angiography revealed a leak of the embolic material in the micro catheter, which caused blockage within the guide catheter. There were no pt effects due to this event.